Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is cracked. The customer hung up prior to being transferred. Tandem customer technical support (cts) was not able to obtain additional information from the customer.